Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air gap was observed along the infusion set tubing. Customer's blood glucose (bg) levels ranged from 225-300 (mg/dl). At the time of report, bg was 142 mg/dl. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy.